Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual and microscope inspections showed the flushing line contained blood residues. There was also blood residues surrounding blue proximal cap joint and in the surrounding the valve body region. There was evidence of a tear in the silicone valve. After rinsing and gently swabbing exterior of the valve body, there was still evidence of a tear in the silicone valve. Functional testing showed the device passed the aspiration test method as currently released. There were no signs of bubbles in the flushing line during syringe vacuum pulls. Hemostasis valve test method (using an inserted dilator) showed the device passed the test method as currently released. No significant beads of saline were observed at the valve body when pressurized to 5.5 psi with saline. Hemostasis valve test method (using a polarx inserted, instead of dilator) showed the device passed this variation of the test method as well. No significant beads of saline were observed at the valve body when pressurized to 5.5 psi with saline after 30 seconds. However, after 3 minutes in this position, a bead of fluid had developed and dripped from the device onto the table. Increasing the amount of time further, a small pool of water had developed after 15 minutes in this position, and the pressure of the system had dropped from 5.5 psi to ~1.5 psi. The testing was re-performed after removing the handle halves. Note: additional testing, including variations of these tests, as well as imaging and dimensional measurements of the valve, will be completed and further documented. The handle halves were dissected for macroscopic inspection. After dissecting the handle halves, minor blood residues were found near the valve region on the inside of the handle halves and at the blue proximal cap. After all functional testing completed, a tear was noticed extending at a right angle from the outer slit. The tear aligns approximately with the slit at the backside of the valve. An air pressure test was performed to identify the location of any leaks. The device was gently pressurized with 2 psi at the flushing line luer fitting while plugging the distal tip of the catheter, using an isacc tester. The valve body was then submerged in a beaker of water. A steady stream of bubbles appeared at the valve region. The bubbles appeared to form only at the tear(s) and valve slits. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that after a polarsheath was introduced into the patient for a cryo ablation, there was a severe leak from the hemostatic valve. It was noted that the dilator was not flushed on outside surface before being introduced. The procedure was completed with another polarsheath successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after a polarsheath was introduced into the patient for a cryo ablation, there was a severe leak from the hemostatic valve. It was noted that the dilator was not flushed on outside surface before being introduced. The procedure was completed with another polarsheath successfully. No patient complications occurred. The device is expected to be returned for analysis.